Manufacturer narrative:
A review of lot c357 was performed and there were no non-conformances for this lot. This lot met all release requirements. Trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break; CAPA (B)(4) has been initiated for centrifuge bowl leak/break. An upward trend was detected for alarm #18: system pressure; CAPA (B)(4) and CAPA (B)(4) were initiated for alarm #18: system pressure. These capas are now closed. Service order (B)(4) was completed: service engineer found that the centrifuge leak detector was damaged; he cleaned inside centrifuge door and inside the chamber. Replaced centrifuge leak detector strip and performed system checkout. The assessment is based on information available at the time of the investigation. The product return investigation is still in progress at the time of this report. A supplemental report will be filed when this investigation is complete. (B)(4).

Event description:
Customer called to report that after receiving alarm #18 system pressure, she observed blood in the centrifuge chamber along the wall. Operator denies that she received a leak detected alarm. Operator states there is blood splattered in the centrifuge chamber and the leak director strip is damaged and hanging off the wall. Treatment was in single needle mode (snm), had processed 600 ml whole blood, and was returning to the patient. Operator states immediately she clamped the patient's lines. Service was dispatched right away ((B)(4)). Css asked customer if the drive tube was broken, customer stated the drive tube is still intact but there is blood splattered all over the centrifuge wall. Css asked customer if any was splashed with blood due to the leak, customer stated no one was splashed as the leak was within the centrifuge. Css asked if patient was ok. Customer stated patient is in stable condition. Css asked if there were any other alarms prior to the system pressure alarm. Customer stated there were no other alarms, however, they were having some issue with access. Customer stated they were able to resolve the error. Css asked if procedure was aborted. Customer stated, yes, with no return of blood/product to the pt. Css asked customer if kit will be returned for investigation. Customer agreed to do so. Customer returned the kit and provided pictures for the investigation.